Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a "time base background test" error since (B)(6) 2021. The pump alarmed 21 times. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. The device was received for evaluation. Visual inspection showed that the device was chipped on lower left front corner of top case also cracked on right plunger case and broken bottom case. Time base test was found in pump history, unable to download the event history log due to problem with main printed circuit board. During functional check, the reported complaint was not duplicated. However, the main printed circuit board didn't not operate as intended. This caused the time base issue to be intermittent. Root cause was found to be normal wear, as device was over 11 years old. Replaced placed main printed circuit board, performed preventative maintenance and functional testing.